Event description:
It was reported to customer service that the customer ordered 2 bed motion control boards which they returned and requested be replaced because they didn't work. This was done 4 times before the customer became aware that they needed to remove jumper cables from the old motion control boards and attach them to the new boards before installing in order for them to work. No specific beds or serial numbers were provided. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Motor control boards.